Event description:
The customer was hospitalized due to high blood glucose. The blood glucose level at the time of the event was 298 mg/dl. Prior to the event, the patient vomited and experienced weakness and was unable to walk or eat. The patient was treated with intravenous fluids. The current blood glucose reading is 250 mg/dl. No further information was provided.

Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.